Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00962. This report is being submitted as additional information. Approximate age of device- 82 days. Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and reported death could not conclusively be established through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. It was unknown if the patient¿s expiration was device related because the patient suddenly expired at home and was never brought to the hospital. No additional information provided